Manufacturer narrative:
G4:01dec2020. B4:02dec2020 . When the unit is connected to ac (alternating current), the customer believes that the power switch light-emitting diodes (leds) illuminate but does not have the unit to verify. The customer believes the power management board needs to be replaced. The field service engineer replaced the power management board, and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported that the ventilator would not power up. There was no patient involvement.